Manufacturer narrative:
Product analysis: analysis was unable to confirm that the analyzer had a defect noting that it was mechanically intact and passed all incoming and final tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer system was performing slowly. A defect with the analyzer was noted. The analyzer was returned for service. There was no patient involvement.